Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hardware failure on (B)(6) 2014. Patient was advised to reset device. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed a hardware and firmware error code. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.